Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed from my body') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning and she suffered damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary repor.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('examination revealed that essure was not positioned well and was not safe') and pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("pain during menstruation"), procedural pain ("pain during insertion ¿ extreme"), dyspareunia ("pain during intercourse"), ovulation pain ("pain during ovulation") and cystitis ("frequent bladder infection"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2013. The patient was treated with surgery (essure removal and surgical sterilization and excision of endometrium in 2018 to reduce the pain). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and procedural pain outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, ovulation pain and cystitis had not resolved. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, ovulation pain, pelvic pain and procedural pain to be related to essure. The reporter commented: treatment with surgical removal after examination revealed that essure was not positioned well and was not safe. At the same time surgical sterilisation. And in 2018 excision of endometrium (surgically) to reduce pain. No other possible explanations for the occurrence of the reaction(s)/adverse event(s). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2013: essure was not positioned well and was not safe. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-feb-2021: consumer answered to follow up report: date of birth / age added. Essure removal date, indication and events added (previously only one event reported: medical device removal). Treatment with surgical removal after examination revealed that essure was not positioned well and was not safe. At the same time surgical sterilisation (B)(6) 2013. And in 2018 excision of endometrium (surgically) to reduce pain. She still had symptoms. No other possible explanations for the occurrence of the reaction(s)/adverse event(s). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('examination revealed that essure was not positioned well and was not safe') and pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("pain during menstruation"), procedural pain ("pain during insertion ¿ extreme"), dyspareunia ("pain during intercourse"), ovulation pain ("pain during ovulation") and cystitis ("frequent bladder infection"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was hospitalized (B)(6) 2013. The patient was treated with surgery (essure removal and surgical sterilization and excision of endometrium in 2018 to reduce the pain). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and procedural pain outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, ovulation pain and cystitis had not resolved. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, ovulation pain, pelvic pain and procedural pain to be related to essure. The reporter commented: treatment with surgical removal after examination revealed that essure was not positioned well and was not safe. At the same time surgical sterilisation. And in 2018 excision of endometrium (surgically) to reduce pain. No other possible explanations for the occurrence of the reaction(s)/adverse event(s). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2013: essure was not positioned well and was not safe. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('examination revealed that essure was not positioned well and was not safe') and pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("pain during menstruation"), procedural pain ("pain during insertion ¿ extreme"), dyspareunia ("pain during intercourse"), ovulation pain ("pain during ovulation") and cystitis ("frequent bladder infection"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2013. The patient was treated with surgery (essure removal and surgical sterilization and excision of endometrium in 2018 to reduce the pain). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and procedural pain outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, ovulation pain and cystitis had not resolved. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, ovulation pain, pelvic pain and procedural pain to be related to essure. The reporter commented: treatment with surgical removal after examination revealed that essure was not positioned well and was not safe. At the same time surgical sterilisation. And in 2018 excision of endometrium (surgically) to reduce pain. No other possible explanations for the occurrence of the reaction(s)/adverse event(s). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2013: essure was not positioned well and was not safe. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-feb-2021: consumer answered to follow up report: date of birth / age added. Essure removal date, indication and events added (previously only one event reported: medical device removal). Treatment with surgical removal after examination revealed that essure was not positioned well and was not safe. At the same time surgical sterilisation (B)(6) 2013. And in 2018 excision of endometrium (surgically) to reduce pain. She still had symptoms. No other possible explanations for the occurrence of the reaction(s)/adverse event(s). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed from my body') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning and she suffered damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.